Manufacturer narrative:
Tabletop was beyond its 10-year lifetime. Inspection showed signed of corrosion and disbonding. Unclear if the user's annual inspections included checks for adhesive joint loosening.

Event description:
With patient prone on table and surgery in progress, the tabletop broke apart and fell onto the c-arm. No injuries.

Event description:
With patient prone on table and surgery in progress, the tabletop broke apart and fell onto the c-arm. No injuries.

Manufacturer narrative:
Tabletop was beyond its 10-year lifetime. Inspection showed signs of corrosion and disbonding. Preventive maintenance inspections including checks for adhesive joint loosening are required at least annually during the device lifetime.